Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover and along the lead, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail and damaged wires near the severed portion of the lead. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
Correction: advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and along the lead, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail and damaged wires near the severed portion of the lead. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. Advanced electrical testing performed on the device showed lower than typical range on some of the electrodes. It is the opinion of advanced bionics explant review board that some of these electrode test results should be considered as failures. The device passed the mechanical test performed. The scanning electron microscopy analysis of the fantail observed broken wires at some electrode wires. These are believed to have occurred during revision surgery. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was initiated. This is the final report.

Event description:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.